Manufacturer narrative:
(B)(4). Devices a, b and c were received sterile and fully functional. When tested for functionality, the devices fired and formed all the staples as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple did not form properly at the fourth firing. The same event occurred in all three devices. Another device was used to complete the procedure. There were no adverse consequences for the patient.